Manufacturer narrative:
The initial regulatory report was submitted under retrospective summary report e2017032. Unique complaint identification number:(B)(4). Device evaluation summary: service personnel (sp) inspected the ventilator replaced the safety valve. Ventilator passed all tests and calibrations; operates within medtronic specifications upon completion of service. One safety valve was returned to medtronic for further analysis. The safety valve was installed to the failure investigation (f.I) test ventilator and it failed extend self test (est). The fault was isolated to the valve diaphragm, which had a small nick resulting a leak, not allowing the safety valve to reach the required pressure. The root cause of the observed condition was determined to be the damaged valve diaphragm. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pb840 ventilator had an excessive leak. There was no patient involvement at the time of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.